Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information from the rep indicated that the pt did not have adaptive stim enabled and he did not know how to adjust it. The rep activated adaptive stim today and re-educated on how to use the remote. Pt feeling tingling where he needs it and this was done at hcp office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. It was reported that the patient indicated that they were "frozen in step" when they let their dog out, as if he put a finger in the light socket. The patient has an appointment to address this issue on (B)(6) 2021. Until then, the patient was instructed to turn off adaptive stim. The issue has not yet been resolved; however, it was noted that surgical intervention was not planned or performed.